Manufacturer narrative:
Submit date: 4/3/17. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
The customer reports 12 syringes were discovered missing calibration marks during 100% visual inspection. The calibration marks around 1 ml are missing well as the #1.

Manufacturer narrative:
An investigation of the reported condition was performed. Two unused samples without original package neither lot number were received for evaluation. After performing visual inspection, the issue of syringe missing calibration was observed. The reported condition was confirmed. The received product(s) or supporting materials does not meet specifications. The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. The 12ml syringe, printed is manufactured by an external supplier and the assembly process in the site consists in a pick and place operation in a tray. The condition reported is not generated during the manufacturing process. The component is supplied by crystal lake. A complaint notification was sent to the supplier to initiate the investigation of root cause. No corrective actions are deemed necessary at this time. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.